Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A potential suspect lot number was provided; however, it could not be confirmed whether or not the suspect lot was used during this case. The review of the lhr (f1602801) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the patient was obese and with a history of peripheral vascular disease. It should be noted that the per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with morbid obesity. Should additional relevant information become available a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that following a bilateral femoral arterial closure of the right and left groin, the patient experienced a post mynx device bleed on the left side while in recovery. The device was being used for arterial closure. The patient was given blood to resolve the post bleed. The patient's hospitalization was prolonged as a result of the event; however, the patient was stabilized and recovered without surgery.